Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, cracked keypad overlay, missing display window cover and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the screen of the insulin pump was peeling off and crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.